Manufacturer narrative:
Troubleshooting of the unit was performed by the customer and a field service engineer (fse) via telephone. A clear root cause for this event has not yet been determined to date, although this event appears to be connected to performing the weekly ion selective electrode (ise) maintenance procedure. The customer has been provided with an alternate weekly validated ise maintenance procedure to minimize potential ise drift. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This MDR represents event 17 of 25 reported by this customer. This MDR is related to the following mdrs that have been reported: 2050012-2011-03297, 03300, 03301, 03302, 03303, 03304, 03307, 03328, 03329, 03331, 03334, 03336, 03338, 03340, 03343, 03345, 03349, 03351, 03353, 03354, 03355, 03356, 03357, 03358.

Event description:
The customer contacted beckman coulter, inc (bci) to report that after performing weekly maintenance on their unicel dxc 600 synchron clinical system, the system obtained erroneously low results for sodium (na) and calcium (calc) and erroneously high results for chloride (cl) for 25 pts. The erroneous test results were reported outside of the lab. An unk number of pts were reported to have had changes to pt treatment as a result of this event. The customer stated that the quality control (qc) run immediately after the maintenance obtained results within the ranges established by the laboratory. The customer further stated that their procedure is to calibrate potassium (k) every 8 hours and run an additional qc of all analytes. During this qc, it was discovered that na, cl and calc were outside of the established ranges. This is report 17 of 25 medwatch reports filed for this event for pt 17 of 25 pts.